Event description:
It was reported that the mto-11142-aj was used by the md in the operating theater. When the swan-ganz catheter (7.5 fr, from edwards lifesciences) was removed from the multi-lumen access catheter (mac), blood was leaking from the valve. The user "knows a hemostasis valve must be occluded at all times by covering with sterile gloved finger until obturator is inserted. Therefore, he thought the hemostasis valve must be broken." There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.